Manufacturer narrative:
The insulin pump received compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. They were unable to perform the basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test due to a compromised force sensor system alarm. The pump was received with normal operating currents and it passed the unexpected restart error test. The pump had a minor scratched lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a stained end cap sticker.

Event description:
The customer reported via phone call that her insulin pump started beeping and she received a compromised force sensor system alarm. Customer stated that she changed her infusion set and right after priming, she received the alarm. Customer's blood glucose was 175 mg/dl at the time of the incident. Customer stated that the drive support cap is sticking out. Customer does not recall if she pressed the cap while connected. Customer recalls that the pump was in her pocket. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.